Event description:
The rptr stated that the target device broke without the use of force. There was no adverse consequence for the pt.

Manufacturer narrative:
Upon receipt of the investigation report from the manufacturing facility in kiel, germany, it was discovered that the original device description and catalog number provided by the initial reporter was incorrect. The device is a g/k freihand ziegler t.k.kpl, and is not marketed in the us. Therfore, this event is not subject to reportablity under MDR.